Event description:
During a pta to a severely calcified shunt anastomosis (left or right, size of vessel both unk), the balloon ruptured at twelve atmospheres. There was mild vessel tortuosity and 90% stenosis at the target site. As per the reporting affiliate, the product was used in accordance with the instructions for use. Another slalom thril balloon catheter was used, and the procedure finished successfully. There was no adverse consequence to the pt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to a shunt anastomosis two balloons were reported to have ruptured. The vessel was described as severely calcified with mild tortuousity and a 90% stenosis. The first balloon ruptured at 10 atmospheres and the second ruptured at 12 atmospheres. The procedure was completed with a third balloon. There was no reported pt injury. The product was not returned for analysis. Mfg records for the lot involved, including subassembles, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to pass. With the info available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact. Plese noted that this product is similar to the u.s. Manufactured product.